Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified alarm occurred. Customer¿s blood glucose value was in the 100s mg/dl. Reportedly, continued to use the pump for insulin therapy.